Event description:
It was reported that while the neurostimulator was used with only one lead, the therapy outcome was good regarding the pain in the arm. Due to increasing pain in the leg, another lead was implanted for leg pain. Intraoperative screening of the second lead showed good results. After connection of the lead to the neurostimulator, the patient described very strong stimulation in the arm with no stimulation in the leg. Reprogramming did not show any benefit. X-ray showed no dislocation of the lead. The neurostimulator was replaced. The pt received good therapy outcome.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.